Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reports left side "pain, swelling, liquid accumulation", "slight thickening of fibrous capsules associated with small peri implant seroma", lobulated contours, radial folds, "prominent lymph nodes with a thickened cortex in the axillary regions, with fatty hiluses, measuring up to 1.8 cm". Device remains implanted.

Event description:
Patient reports left side "pain, swelling, liquid accumulation", "slight thickening of fibrous capsules associated with small peri implant seroma", lobulated contours, radial folds, "prominent lymph nodes with a thickened cortex in the axillary regions, with fatty hiluses, measuring up to 1.8 cm", capsular contracture (grade IV), "fear of lymphoma from the recall". Device remains implanted. Patient is being treated with pain killers and montelucaste.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required, f2201 biopsy, and f2303 medication required.

Event description:
Patient representative additionally reported left "foreign body granulomas". The device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and pain.

Event description:
Patient reports left side "pain, swelling, liquid accumulation." Device remains implanted.